Event description:
The customer reported that the ac power module had failed.

Manufacturer narrative:
(B)(4): the customer reported that the ac power module had failed. The ac power module was replaced under warranty which resolved the failure. A philips investigator confirmed with the customer that replacement of the module resolved the failure.